Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). It was reported that the patient cannot maintain recharging the device every day for multiple hours a day. No external factors were said to be related to the issue. Surgical intervention was planned for (B)(6) 2018. No further complications were reported.